Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "leak in iab circuit" alarm issue. The fse set up trainer and balloon to see if issue reproduced the complaint and also to see if unit was operational. Unit operated properly. The fse advised the customer to let unit pump over the weekend to try and reproduce issue. The fse confirmed after the weekend that the unit still had not alarmed. The fse then proceeded to run full calibration and returned the iabp to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported during use on patient that the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iab circuit" . No patient harm, serious injury or adverse event was reported.